Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the device that could have contributed to the reported event. Functional testing was completed, attaching the connector to an IV bag. The l-connector was properly attached, liquid could move through the device without issue, and no disconnections or leakages were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to the l-connector or our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd l connector c90j spike came out of the bag. The following information was provided by the initial reporter: this is report about the l connector that had come loose from the infusion bag during use. According to the customer report, when fluorouracil (prepared using fasil) was administered, both the l connector and the administration component (the thermospike set) had been inserted. Shortly after the administration began, a nurse noticed that the l connector had fallen onto the patient¿s bed. It was unclear whether it had loosened on its own after the administration began or whether the patient had removed it. (Since it was found on the patient¿s bed rather than on the floor under the bed, the bed¿s position relative to the infusion set was unknown, but intentional removal could not be ruled out.) After it had come loose, there was no leakage from the l connector puncture site, so the administration was continued as it was.